Event description:
The right port of the exactamix 2000 ml eva container has a hole. The leak was discovered after the bag was filled with liquid - no visible signs of perforation. "Is the product compounded: no; is the product over-the-counter: no."